Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.".

Event description:
It was reported that a user of the ilet bionic pancreas experienced frequent postprandial hyperglycemia despite consistent meal announcing, stable meal patterns, and no supply issues; troubleshooting and education were completed, and no device alerts or alarms were reported. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction identified and cause of hyperglycemia remained unclear. It was concluded that the event was non-serious and not attributable to a confirmed device failure, with user proceeding to follow up with a physician. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.